Manufacturer narrative:
(B)(4): physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. A cause of the reported issue could not be determined, and the device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that the screen on their device turned black when they tested it on a simulator. The button leds were lit but the device would not respond to the any buttons being pushed. They had to remove the batteries to turn the device off. When it was powered back on, the device functioned normally. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that the screen on their device turned black when they tested it on a simulator. The button leds were lit but the device would not respond to the any buttons being pushed. They had to remove the batteries to turn the device off. When it was powered back on, the device functioned normally. There was no patient use associated with the reported event.